Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx stents were implanted into the lad and one into the rca. Cec adjudicated mi as non q wave mi (target vessel) 3rd udmi peri-pci mid rca. Side branch occlusion of the mid rca was reported. Cec also adjudicated stent thrombosis as no event. The sponsor assessed that the event was possibly related to the device but not related to the anti-platelet therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.